Event description:
It was alleged that the account was having a difficult time maintaining the patient temperature while using the device. It was alleged that the device was unable to keep the target temperature of 33c during steady state or rewarm to 37c. It was alleged that the patient dropped to 31c at one point during the therapy. It was also alleged that additional therapy methods were attempted to be used at the same time as the device, including forced air warming and an additional warm fluids method.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the account was having a difficult time maintaining the patient temperature while using the device. It was alleged that the device was unable to keep the target temperature of 33c during steady state or rewarm to 37c. It was alleged that the patient dropped to 31c at one point during the therapy. It was also alleged that additional therapy methods were attempted to be used at the same time as the device, including forced air warming and an additional warm fluids method.

Manufacturer narrative:
The product met specifications at the time of evaluation as the product was confirmed to be functioning properly.

Event description:
It was alleged that the account was having a difficult time maintaining the patient temperature while using the device. It was alleged that the device was unable to keep the target temperature of 33c during steady state or rewarm to 37c. It was alleged that the patient dropped to 31c at one point during the therapy. It was also alleged that additional therapy methods were attempted to be used at the same time as the device, including forced air warming and an additional warm fluids method.

Manufacturer narrative:
It was reported that the patient temperature deviated 1.2 degree c for approximately 0.6 hours. Upon review of the data extracted from the device, it was confirmed that the patient temperature deviation was greater than +/- 1 degree c for greater than 30 minutes.

Event description:
It was alleged that the account was having a difficult time maintaining the patient temperature while using the device.